Event description:
It was reported that revision surgery was performed due to pain.

Event description:
The femoral stem remains implanted.

Event description:
It was reported that revision surgery was performed. The reason for revision yet unknown.